Event description:
On (B)(6) 2022, the following information was reported to kci by the patient: on (B)(6) 2022, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to redness and yeast around the wound. Patient reportedly using nystatin powder for two weeks, and the activ.a.c.¿ ion progress¿ remote therapy monitoring system will be reapplied. On (B)(6) 2022, the following information was reported to kci by the nurse: the patient had a yeast infection. The physician ordered nystatin powder to treat the fungal infection and patient is on an alternative dressing. The patient will be reassessed at the next appointment to determine if the activ.a.c.¿ ion progress¿ remote therapy monitoring system is still needed. A device history record review of v.a.c.® granufoam¿ dressing lot number 9264903v011 was completed. All end release testing of the product and packaging met specifications. A device evaluation for the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Manufacturer narrative:
Additional information regarding v.a.c.® granufoam¿ dressing: lot #: 9264903v011, expiration date: 31-may-2024, unique identifier (UDI) #: (B)(4). Device manufacture date: 14-jun-2021. Based on the information provided, it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation is pending completion. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Manufacturer narrative:
Based on the additional information regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On 04-may-2022, a device evaluation was completed by kci quality engineering. On 18-jan-2022, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2022, the device was placed with the patient. On 22-apr-2022, the device was tested per quality control procedure by a kci service center and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.